Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issues. During the device analysis, the service center indicated that the following malfunctions were found: missing adhesive at the forceps cover, pink transducer cut and missing adhesive, missing adhesive around the objective lens, and cracked adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.